Event description:
The customer reported that the device did not discharge via internal paddles for treatment of atrial fibrillation on a patient. A second defibrillator was used to deliver therapy to the patient with minimal delay. There was no adverse impact to the patient.